Event description:
Upon doing a PICC (peripherally inserted central catheter) dressing change, the rn (registered nurse) noted leaking from where the device hub and catheter meet. The line was removed per md (medical doctor¿s) order.